Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events and the centrimag device could not be determined through this evaluation. It was reported that the identifying information of the device could not be provided and that the centrimag blood pump will not be returned for evaluation. The centrimag blood pump instructions for use (IFU) lists bleeding as an adverse event that may be associated with the centrimag circulatory support system under ¿adverse events¿. This IFU also provides the following warnings and cautions: IFU warning #7: it is intended that systemic anticoagulation be utilized while this device is in use. Anticoagulation levels should be determined by the physician based on risks and benefits to the patient. IFU warming #10: frequent patient and device monitoring is recommended. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #15: always have a backup centrimag pump, console, motor, and accessories available for use. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was status post pericardiectomy and venoarterial extracorporeal membrane oxygenation (va-ECMO) with blood loss anemia. The patient was given one unit of fresh frozen plasma (ffp) and 2 liters of cell saver during their procedure. Their chest was left open, and the patient received ten units of red blood cells (rbcs) post-op. On (B)(6) 2021, the patient was taken back to the operating room (or) for ECMO oxygenation revision, chest washout, and re-packing. On (B)(6) 2021, the patient was taken back to the or for chest closure and washout. The patient was given 1 unit of rbcs on (B)(6) 2021, (B)(6) 2021, and (B)(6) 2021. The patient received no further blood products after (B)(6) 2021 and was discharged home on (B)(6) 2021.

Event description:
It was reported that the patient received 9 units of red blood cells (rbcs) post-op. The customer had previously reported that the patient received 10 units of rbcs.